Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The insulin pump was not able to complete the rewind process and a displacement test was not able to perform because the insulin pump continues alarming motor error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase. During a visual inspection found a cracked reservoir tube.